Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device system presented at follow-up with a notable pocket infection. The patient was sent home with antibiotics and returned later for a system extraction and replacement. No additional adverse effects were observed and the patient reported as stable post revision. No return of any product is expected.